Event description:
The customer stated that due to the system failure the pt developed a thrombus which had to be removed by the doctor.

Manufacturer narrative:
(B)(4). Method: investigation is still ongoing on this event. When investigation is completed, a f/u report will be sent to the FDA. Eval result and conclusion: investigation is still ongoing on this event. When investigation is completed, a f/u report will be sent to the FDA.